Event description:
Procedure: CABG. According to the report: the clips scissored on the artery. The or staff opened a new instrument. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
Date initial report sent: 11/06/2009.